Manufacturer narrative:
The device was not returned. However, analysis will not be required as additional information was received indicating the cuff miss was reported in error. The device was used successfully and there was no device or patient issue associated with this device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.b2 - outcomes attributed to ae updated from required intervention to n/a. H6 - medical device problem code 1142 was removed and health effect - impact code 4641 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the cuff miss was reported in error. The device was used successfully and there was no device or patient issue associated with this device. Based on this information, this device would not be MDR reportable. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, after pushing the plunger the suture was not connected (cuff miss occurred). Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.